Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The marksman, pushwire and pipeline were returned for evaluation. The pushwire was found slightly stuck inside catheter. The tip coil appeared to be damaged. The pushwire was noted bent. The distal end of the pipeline was found fully opened with damaged braid. The proximal end of the pipeline was found not opened due to damaged braid. The catheter body appeared to be accordioned. The catheter was tested with a mandrel and it got stuck at the damaged location. No other anomalies were observed. Based on the above findings, the customer's report was confirmed. It is possible that the damaged catheter, tip coil, pushwire and braid may have contributed to the reported issues. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received information that during flow diversion treatment of a right unruptured amorphous internal carotid artery (ica) aneurysm with a pipeline flex embolization device, the physician encountered excessive forces during delivery to advance and deploy the device through the marksman microcatheter. The physician reported initial friction which increased in forces as the device was advanced. Marksman appeared to stretch on angio as the device was being advanced. It was reported that the physician continuously flush the microcatheter with a heparinized saline. After 90% of device was deployed the proximal flex would not open properly and a decision was made to resheath and remove the device. The physician tried to resheath the device completely once. Resheathing was accomplished, but encountered considerable force. Device was removed as a system. Marksman damage was observed after the removal. A second marksman was brought into position and a pipeline flex was advanced into position. Deployment was accomplished and the device opened as expected. No patient injury was reported as a result of this procedure.